Event description:
Surgeon was advancing the 1.25 solid catheter over the viper wire and it was having difficulty following the viper wire. The surgeon pulled the catheter out and it had bunched up on itself. There was a hold in the side of the catheter.